Event description:
On july 22, 2009, the lay patient contacted lifescan (lfs) alleging that her new, out of box, one touch ultra meter displayed the battery icon and the strips and control solution in the kit were expired. The complaint was classified based on the initial information provided to the cca. The patient said that she takes a fixed dose of insulin daily and usually tests her blood glucose 2 to 3 times per day. The patient said she obtained the subject one touch ultra testing kit in 2009. She was unable to test her blood glucose with the product because the meter displayed the battery icon and the test strips were expired. She said she became shaky on that day and the next day after she had been more active than usual and was unable to check her blood glucose level. She recognized her symptom as hypoglycemia and treated herself with more food or beverage. The cca confirmed that the patient's test strips and control solution were expired and noted that the one touch ultra meter displayed the battery icon. The patient's products were replaced. This complaint is reported because the patient alleges that the new lfs meter displayed the battery icon and the test strips were expired. She claimed she took her usual dose of insulin and was unable to test her blood glucose. Afterward, she claims that she became shaky, which is a symptom that can be typically associated with hypoglycemia.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them, and inform FDA of product(s) that do not pass inspection in a supplemental report.